Event description:
During the beginning of an antegrade nail procedure on (B)(6) 2013, while the surgeon was drilling with the opening 13mm cannulated drill over the k-wire (292.69), the surgeon forcefully pushed on the drill and broke the k-wire. The surgeon had to remove the broken k-wire with small pliers. All fragments of the k-wire were removed from the patient. There was approximately a 15 minute delay caused by the broken wire. The surgery was completed. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.